Event description:
As reported: "the doctor reported important troubles during the rigid endoscope insertion (olympus) through the sheath. He was used to work with the first version of applied sheaths 4/5 years ago without any problem, but the updated version axp it seems much more difficult to insert the endoscope. He reported the deformation of the distal edge of the sheath with related injuries to the internal mucosa of ureters." "The procedure was stopped."

Manufacturer narrative:
Product was not returned for evaluation. In the abscence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard manufacturing and testing procedures. As a result, we are concluding our investigation and closing this incident file. This is the only reported incident out of the 45,935 units sold since 2007. This represents our initial and final report.